Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one actual sample was available at the plant for evaluation. The reported condition was confirmed during visual inspection. Visual inspection found a very small tear on the pouch paper. The cause of the reported condition is undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paper backing of an ultrastab 5l bag was ripped, affecting sterility. There was no patient involvement. No additional information is available. This is report 5 of 5.